Event description:
It was reported that this patient with non-boston scientific right atrial (ra) and right ventricular (rv) leads experienced over-sensed noisy signals which resulted in pacing inhibition. It is unknown at this time if the patient experienced asystole. The physician elected to explant the entire system to resolve the event. No additional adverse patient effects were reported. Information has been requested regarding the healthcare facility and physician information, but a response has not yet been received. The device will not be returned for analysis.